Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. Customer's blood glucose was 248 mg/dl, 416 mg/dl, 289 mg/dl, 172mg/dl, 492 mg/dl, 474 mg/dl, 413 mg/dl and 43 mg/dl. Customer stated low blood glucose was treated with a cup of coffee and insulin injection. The insulin pump will not be returned for analysis.